Event description:
Ppd and medical records provided. This complaint is legal. Medical records indicate the patient had a revision on (B)(6) 2011 for instability/dislocation. The depuy femoral head is being reported. The poly liner that was revised is a competitor product. The patient had another revision on (B)(6) 2011 for dislocations, but at this time is unknown what products were reimplanted during the (B)(6) 2011 operation (operative note not included). If/when we receive more information we will update as needed.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4).

Manufacturer narrative:
No device associated with this report was received for examination. A worldwide complaint database search found no other reported incident(s) against the provided product/lot combination(s) since release for distribution. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated.depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.